Event description:
1. A customer contacted beckman coulter inc., (bci) regarding false low iron results generated by the au640 chemistry analyzer for nine (9) patients.2. The specimens were re-tested for iron and repeated results were higher for all 9 patients. A) corrected reports were issued.3. The results were reported out of the lab. Patients were not treated due to incorrect results.

Event description:
A customer reported they observed cracks around the battery compartment of their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.